Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Unit passed displacement test, self test and active current measurement. However, unit failed sleep current measurement and longtrace displays low battery alert less than 1 week, problem isolated to electronic assemblies.

Event description:
Information received by medtronic indicated that they received low battery alarm. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.